Manufacturer narrative:
All available information indicates that the product remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right defibrillation lead underwent an abdominal surgery and a magnet was used. Following the procedure, noise was noted. The noise resulted in five diverts, and one anti-tachy pacing delivery. No adverse effects were reported at that time. Our company received additional information four months later that this device displayed noise on the right ventricular channel of a non-sustained event. The noise could not be reproduced with isometrics or pocket manipulation. The r wave measurement was poor however the other lead measurements were stable. The physician suspected a setscrew problem and explanted the device. The lead remains implanted.